Event description:
It was reported that a rotawire fracture occurred. A 330cm rotawire was being used with a 1.5mm rotalink burr. Ablation was successful. The physician then exchanged the 1.5mm burr with a 2.0mm rotalink. The 2.0mm rotalink burr advanced over the same 330cm rotawire without friction. Rotational testing was performed outside of the patient at 180,000 rpm which resulted in the 330cm rotawire becoming fractured. The devices were exchanged with another same device. No patient complications were reported and the patient was doing well and stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the returned device was broken/fractured due to rotational wear. The damaged section was located approximately at 193.5cm from the proximal end; the another section of the guidewire measured approximately 137cm from the distal tip. The body of the guidewire was found kinked, it was located approximately at 188cm from the proximal end. The distal tip of the guidewire was kinked. No more damages were found. Dimensional inspection of the outer diameter (od) of distal tip, middle and proximal section of the wire were performed and were within specification. Dimensional inspection of the overall length could not be performed due to the device condition.

Event description:
It was reported that a rotawire fracture occurred. A 330cm rotawire was being used with a 1.5mm rotalink burr. Ablation was successful. The physician then exchanged the 1.5mm burr with a 2.0mm rotalink. The 2.0mm rotalink burr advanced over the same 330cm rotawire without friction. Rotational testing was performed outside of the patient at 180,000 rpm which resulted in the 330cm rotawire becoming fractured. The devices were exchanged with another same device. No patient complications were reported and the patient was doing well and stable post procedure.